Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error when trying to program a bolus. The customer did not recall any significant events leading to the alarm. Blood glucose value was 132 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, a missing end cap sticker, and a missing address/serial number label..